Manufacturer narrative:
No additional information was obtained after several attempts to customer. The investigation has been completed and the results are as follows: DHR results: no DHR results as not lot number was provided. Stock product reviewed results: no stock product results as not lot number was provided. Investigation methods/results: based on the radiographic templates, it appears that the implants are hahn/ht 3.5 x 10 and hahn/ht 5.0 x 10. The lot numbers and failure were not provided; therefore, cannot provide additional results. Root cause: root cause cannot be determined, due to not knowing the failure of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has been returned. Root cause has not been identified. Limited information was obtained, if additional information is received a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). This is the first of two complaints for the same patient, related MDR number: 3011649314-2025-00063.

Event description:
It was reported that a hahn tapered implant failed. No other information was provided, and no adverse consequence was reported. It was reported that the patient had an additional hahn tapered implant ø5.0 x 10 mm failure, no other information was provided, and no adverse consequences was reported for the second implant.